Event description:
It was reported that the cuff component of the portex endotracheal tube could not be deflated during extubation. No death or serious injury was reported in connection with this incident.